Event description:
A physician reported that an ophthalmic system aspiration level did not drop after a certain period of time during to drain aspiration into drain bag and system messages were displayed during surgery. The surgery was completed on the same day. There was no patient harm. Details of surgery was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event code non-phaco aspiration/vacuum issue was considered under the system message displayed by the console. Hence this report of non-phaco aspiraton/vacuum issue does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num: 2028159-2024-01092. The manufacturer internal reference number is: (B)(4).